Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported: inratio 1.4, lab 2.9. Inratio 1.2, lab 2.6, in ratio 2.4, 3.6 (repeat). A new lot of strips were stent to the customer. Furher follow up to be performed.